Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump with minor scratches on display window, scratched case, broken tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has damage. Customer stated that it has cracks on the battery compartment and reservoir compartment. Customer stated that the battery the tube threads are very damaged. Customer stated that the damage was caused by wear and tear. Blood glucose is 140 mg/dl. Nothing further reported.